Manufacturer narrative:
(B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Vi email: bedside thoracentesis was performed. The site was marked and imaging with ultrasound prior to procedure confirmed there was a >3cm pocket accessible between chest wall and lung. The insertion of the catheter was uncomplicated and patient tolerated 500cc of fluid drainage without problem. After 500cc of fluid, it was noted that there was air in the drainage tubing. The patient was not complaining of any pain at this time. The procedure was stopped. Following the procedure, pneumothorax was confirmed with both lung ultrasound and chest x-ray. It is unclear if this was a procedural complication or lung trapping but CT chest was ordered to better assess this question. Patient was stable following procedure with normal oxygenation on 2l nc which is what she was on prior to procedure. All other vs were stable and she reported that her breathing was improved and pain was stable from prior to procedure. She was ordered for serial cxrs to follow-up pneumothorax.

Manufacturer narrative:
Pr (B)(4) follow up emdr for device evaluation eight representative samples were received for evaluation. Sample evaluation confirmed the reported failure mode (leakage). Five samples were evaluated. Four passed water/air leak testing. One sample failed leak testing, when the syringe was initially drawn back it was filled mostly with air. Of the remaining three samples two were sent to members of bd¿s research and development team and one was sent to the supplier of the identified defective material (universal drainage set p/n 711-13501 the most probable root cause for the reported failure mode was defective material (universal drainage set p/n 711-13501. A device history record review of all applicable manufacturing records for lot 0001335444 did not identify any issues that may have contributed to the reported failure mode. The most probable root cause for the reported failure mode was defective material (universal drainage set p/n 711-13501. As the identified defective material (universal drainage set p/n (B)(6) is a supplied part scar (supplier corrective action request) has been issued to the supplier. In addition, a CAPA (corrective action preventive action) has also been initiated to address this issue.

Event description:
Vi email: bedside thoracentesis was performed. The site was marked and imaging with ultrasound prior to procedure confirmed there was a >3cm pocket accessible between chest wall and lung. The insertion of the catheter was uncomplicated and patient tolerated 500cc of fluid drainage without problem. After 500cc of fluid, it was noted that there was air in the drainage tubing. The patient was not complaining of any pain at this time. The procedure was stopped. Following the procedure, pneumothorax was confirmed with both lung ultrasound and chest x-ray. It is unclear if this was a procedural complication or lung trapping but CT chest was ordered to better assess this question. Patient was stable following procedure with normal oxygenation on 2l nc which is what she was on prior to procedure. All other vs were stable and she reported that her breathing was improved and pain was stable from prior to procedure. She was ordered for serial cxrs to follow-up pneumothorax.